Manufacturer narrative:
Evaluation of the returned device did not confirm the reported intermittent out of range.

Event description:
Parent of patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part mt20649/serial no.(B)(4)), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.